Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included contusion of hand(s), depression, abdominal pain, breast abscess, low back pain, uterine prolapse, neck pain and lumbar radiculitis. Concurrent conditions included overweight, ovarian cyst, feces clay-colored, constipation, diarrhea, heartburn, hemorrhoids and nausea. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ketorolac tromethamine (toradol), naproxen (naprosyn) since 2001, oxycocet (percocet), pethidine hydrochloride (demerol), promethazine (phenergan), propacet (darvocet) from 9-jul-2010 to 20-may-2011 and sertraline (zoloft). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2009, 1 year 3 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding ("functional uterine bleeding"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced haematuria ("bladder or urinary problems or changes"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), weight decreased ("weight loss"), pelvic adhesions ("pelvic adhesive disease "), pollakiuria ("bladder or urinary problems or changes"), fatigue ("fatigue"), abdominal pain upper ("stomach pain") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy, lysis of adhesions bilateral salpingectomy and cystoscopy), surgery (ablation) and surgery (diagnostic laparoscopy with lysis of adhesions, placement of interceed along the vaginal cuff ). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, migraine, urinary tract disorder, haematuria, dysmenorrhoea, weight decreased, pelvic adhesions, dysfunctional uterine bleeding, pollakiuria, abdominal pain upper and uterine haemorrhage outcome was unknown, the pelvic pain and dyspareunia had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal pain upper, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haematuria, menorrhagia, migraine, pelvic adhesions, pelvic pain, pollakiuria, urinary tract disorder, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dyspareunia. Pelvic adhesion most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Events abnormal bleeding, vaginal bleeding, menorrhagia, hematuria, urinary frequency, dysmenorrhea, dyspareunia, perforation (uterus), weight loss, pelvic adhesive disease, stomach pain, are added. Lab data updated. Historical & concomitant drug & conditions are added. Product, patient & reporter information updated. On (B)(6) 2018: medical record received. Events abnormal uterine bleeding was added. Concomitant conditions & drugs are added. Historical conditions are added. Processed with fu 01 incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pelvic pain ('pain'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('abnormal bleeding') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included contusion of hand(s), depression, abdominal pain, breast abscess, low back pain, uterine prolapse, neck pain, lumbar radiculitis and uterine prolapse. Concurrent conditions included overweight, ovarian cyst, feces clay-colored, constipation, diarrhea, heartburn, hemorrhoids and nausea. Concomitant products included cyclobenzaprine hydrochloride (flexeril), dextropropoxyphene;paracetamol from (B)(6) 2010 to (B)(6)-2011, gabapentin since june 2016, ketorolac tromethamine (toradol), naproxen (naprosyn) since 2001, oxycodone hydrochloride;paracetamol (percocet), pethidine hydrochloride (demerol), promethazine and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure inserted. In october 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. In october 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). In december 2007, the patient experienced female sexual dysfunction ("apareunia"), abdominal distension ("bloating") and gastrointestinal disorder ("gastrointestinal disorder or digestive system disorder"). In september 2008, the patient experienced bladder disorder ("bladder disorder") and the first episode of urinary tract disorder ("urinary tract problem"). In october 2008, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding ("functional uterine bleeding"). On (B)(6) 2011, the patient experienced haematuria ("bladder or urinary problems or changes:hematuria"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), the second episode of urinary tract disorder ("urinary problems"), pelvic adhesions ("pelvic adhesive disease"), pollakiuria ("bladder or urinary problems or changes-urinary frequency"), abdominal pain upper ("stomach pain"), uterine pain ("uterus pain") and urinary incontinence ("urine leakage") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation, diagnostic laparoscopy with lysis of adhesions, placement of interceed along the vaginal cuff and total laparoscopic hysterectomy, lysis of adhesions bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6)-2011. At the time of the report, the uterine perforation, menorrhagia, uterine haemorrhage, migraine, the last episode of urinary tract disorder, haematuria, dysmenorrhoea, weight decreased, pelvic adhesions, dysfunctional uterine bleeding, pollakiuria, fatigue, abdominal pain upper, female sexual dysfunction, alopecia, abdominal distension, bladder disorder and gastrointestinal disorder outcome was unknown, the pelvic pain, genital haemorrhage and dyspareunia had resolved and the vaginal haemorrhage, uterine pain and urinary incontinence was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, bladder disorder, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, haematuria, menorrhagia, migraine, pelvic adhesions, pelvic pain, pollakiuria, urinary incontinence, uterine haemorrhage, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased, the first episode of urinary tract disorder and the second episode of urinary tract disorder to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2007(discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - in november 2007: results: total bilateral occlusion; in 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dyspareunia. Pelvic adhesion most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received : new events added: uterus pain, urine leakage, gastrointestinal disorder or digestive system disorder were added.outcome of the event bleeding updated from unknown to recovered/resolved and events uterus pain, urine leakage from unknown to recovering/resolving. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included contusion of hand(s), depression, abdominal pain, breast abscess, low back pain, uterine prolapse, neck pain and lumbar radiculitis. Concurrent conditions included overweight, ovarian cyst, feces clay-colored, constipation, diarrhea, heartburn, hemorrhoids and nausea. Concomitant products included cyclobenzaprine hydrochloride (flexeril), dextropropoxyphene;paracetamol from (B)(6)2010 to (B)(6)2011, ketorolac tromethamine (toradol), naproxen (naprosyn) since 2001, oxycodone hydrochloride;paracetamol (percocet), pethidine hydrochloride (demerol), promethazine and sertraline hydrochloride (zoloft). On (B)(6)-2007, the patient had essure inserted. In october 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. In october 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). In december 2007, the patient experienced female sexual dysfunction ("apareunia") and abdominal distension ("bloating"). In august 2008, the patient experienced the first episode of urinary tract disorder ("urinary tract problem"). In september 2008, the patient experienced bladder disorder ("bladder disorder"). In october 2008, the patient experienced alopecia ("hair loss"). On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding ("functional uterine bleeding"). On (B)(6)2011, the patient experienced haematuria ("bladder or urinary problems or changes:hematuria"). On(B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), the second episode of urinary tract disorder ("urinary problems"), pelvic adhesions ("pelvic adhesive disease "), pollakiuria ("bladder or urinary problems or changes-urinary frequency"), abdominal pain upper ("stomach pain") and uterine haemorrhage (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation, diagnostic laparoscopy with lysis of adhesions, placement of interceed along the vaginal cuff and total laparoscopic hysterectomy, lysis of adhesions bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6)2011. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, migraine, the last episode of urinary tract disorder, haematuria, dysmenorrhoea, weight decreased, pelvic adhesions, dysfunctional uterine bleeding, pollakiuria, abdominal pain upper, uterine haemorrhage, female sexual dysfunction, alopecia, abdominal distension and bladder disorder outcome was unknown, the pelvic pain and dyspareunia had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal distension, abdominal pain upper, alopecia, bladder disorder, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haematuria, menorrhagia, migraine, pelvic adhesions, pelvic pain, pollakiuria, uterine haemorrhage, uterine perforation, vaginal haemorrhage, weight decreased, the first episode of urinary tract disorder and the second episode of urinary tract disorder to be related to essure. The reporter commented: date(s) of insertion: (B)(6)2007(discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - in november 2007: results: total bilateral occlusion; in 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dyspareunia. Pelvic adhesion most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Events apareunia, hair loss, bloating, bladder disorder and urinary tract problem added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, migraine and urinary tract disorder outcome was unknown. The reporter considered migraine, pelvic pain and urinary tract disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.